Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report of a defib charge timeout was observed during review of the device history logs. The device was put through extensive testing including defib cycling test without duplicating the report. An internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. The battery, multifunction cable and mfc adapter used during the event were returned for evaluation; no discrepancies were found during testing. The battery was scrapped as a precaution. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a 64-year-old female patient, the device displayed a "defib charging error" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.